Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.

Event description:
Material: unknown, batch#: unknown. Per email: for context, we are using the system for a continuous infusion. They are using the infusion clamp. They are reporting backflow/leaking if the patient is too active difficulties with fitting into their port vest.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.